Manufacturer narrative:
Initial.

Event description:
It was reported that when the user secured the tubing into the pump, insulin leaked into the pump chamber; the user removed the cartridge, observed it was intact without breaks, rewound the pump, and successfully completed a supply change with a new cartridge, with no alerts or alarms and no impact to blood glucose; the event was associated with a suspected device problem of fracture and involved the reservoir component. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem was identified, and findings were associated with a component-level issue involving the reservoir, consistent with the reported leak and suspected fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.